Manufacturer narrative:
The investigation for the introducer damage has been completed. The product was not returned and logs are not applicable. Clinical details stated that there was blood leaking from beneath the orange ring along the white wing of the peel away. This was managed with a hemostat. Therefore, the root cause of the introducer damage and subsequent access site bleeding was not determined since the product was not returned. B.7 added information that was inadvertently omitted from initial manufacturer device report number 1220648-2024-18616. H.6 code 4641 was inadvertently omitted from initial manufacturer device report number 1220648-2024-18616 and was added.

Manufacturer narrative:
A.5 race is unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had placed an impella cp via the 14 french sheath and the 7 french companion sheath to support a 77-year-old male patient admitted in for a high risk percutaneous coronary intervention (pci). The pump was placed but the sheath had a malfunction. There was a leak that prompted the team to apply a hemostat to the orange ring. The team made the choice not to explant but to replace the sheath. The pci was completed and then explant occurred after two plus hours of support. The patient survived the explant.